Event description:
It was reported that a patient underwent a sling procedure to treat genuine stress urinary incontinence on (B)(6) 2003. Following the procedure, the incontinence recurred and worsened. The patient underwent a procedure for an interstim device implant in 2004. The patient remained incontinent. After the first procedure, the patient experienced left sided pelvic pain which continued and was often severe. Urinary tract infections began after the procedure in 2003 and continued. The patient experienced bleeding following intercourse, surgical procedures for multiple uterine issues, low grade fevers. The patient had blood present in the urine with no infection, painful intercourse, and abnormal lab results of a low hematocrit and anemia. The patient required b12 injections. The patient had prolonged difficulty emptying her bladder, urgency, a kidney cyst, back pain and a bowel problem. The mesh was explanted (B)(6) 2011. No further information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent hysteroscopy, d&c on (B)(6) 2006 due to postmenopausal bleeding with thickened endometrial lining secondary to an intrauterine fibroid. It was reported that patient underwent hysteroscopy, fractional d&c and endometrial polyp removal on (B)(6) 2013 due to thickened endometrial lining and endometrial polyp.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced constant low grade fever, utis, recurrence of incontinence, bowel problems, dyspareunia, bleeding, migraines and problems with immune system. It was reported that the patient underwent medtronics interstim device implant on (B)(6) 2004. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
Date sent to FDA: 3/11/2020.